Event description:
It was reported that a novum iq syringe pump was alarming 'downstream occlusion' and the pump indicated it delivered -0.7ml. The issue occurred after connecting and running new total parenteral nutrition(tpn) and lipids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown, therefore, the UDI number only will contain the device identifier ((B)(4)). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.